Event description:
On (B)(6) 2020, my husband and I went to a free covid testing in (B)(6) at (B)(6). My ID for the test was (B)(6). We had the deep single nostril probe/tears came out our eyes. My right nostril was probed. Ever since that test I have nose clog issues and my left nostril runs/stays wet inside. Right nostril feels clogged. Is this a permanent medical condition I will have and what can I do for my nose breathing to be normal again? My husband has no issues after test. No problem with med device, bad nostril side effect after covid test. Covid test left me with one running nostril and one tested clogged.